Event description:
No product was returned for investigation. Fresenius kabi was in communication with the customer, and it was found that the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. The pump passed test infusions and the customer placed the unit back into active service. Fresenius kabi has also sent a cleaning letter which contains a link to training tools that document the proper cleaning process for the cassette loading area of the pump.

Manufacturer narrative:
Sections d1 and d4 updated to align with the information listed on gudid.

Event description:
The following has been reported: customer reported: pump: (B)(6) on (B)(6) 2024 we need to check for over infusion, set issues, and pump issues cassette lot# not provided. Charge nurse reports: pump problem alarm. No patient harm reported. Pump was infusing and it alarmed, they switched the pump and carried on. The reason why they reached out is because once it alarmed, they could not put it in shutdown mode as the settings were "grayed out" so they put the pump in a closet because it would not stop alarming without a full power down. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.